Event description:
It was reported that a patient underwent a surgery to remove the tactra and replace with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported.